Event description:
It was reported that the top biting portion of the pituitary broke off during a case. The piece was recovered and there was no effect on the patient.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information to support this investigation.